Event description:
After 9+ months of implantation, this ICD was explanted and returned because it was reported that the device could not be interrogated. It was also reported that there was no magnet response. In addition, the ICD was not pacing.